Event description:
On (B) (6) 2010, the patient reported that the piston rod of the infusion device makes a loud grinding noise while bolusing. She stated the issue began 2 weeks ago. She stated her blood glucose has been elevated to 300-500 mg/dl during this period of time. Her normal blood glucose range is 150-200 mg/dl. She injected insulin via syringe to lower her blood glucose. She stated that at one time she spilled an entire cartridge of insulin in the cartridge compartment of the infusion device. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.